Manufacturer narrative:
Follow-up conducted with the clinic nurse revealed that the patient has repeatedly cancelled appointments with their physician and was last seen in the clinic approximately 9 months ago. There is no additional information available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-45 implantable pacing lead, implant date: (B)(6) 2007. (B)(4).

Event description:
The patient called reporting shortness of breath and that the pacemaker isn¿t working the way it should. Follow-up was conducted toobtain additional information. The pacemaker remains in use. No further patient complications have been reported as a result of this event.